Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine at an unknown dose/concentration via an implantable infusion pump for non-malignant pain. It was reported the patient experienced intrathecal medication side effects. The patient reported worsening edema, decreased balance, disorientation, worsening urinary incontinence, nausea with ptm activations, and lower extremity heaviness on (B)(6) 2016. The patient then reported nausea, a 'buzzing feeling' in her lower left extremity, and worsening urinary retention on (B)(6) 2016. Weakness was also reported on (B)(6). The event was related to the device or therapy but not related to the implant procedure. Specifically, the event was related to the intrathecal medications the patient was now receiving: hydromorphone, bupivacaine, and clonidine. The drug actions that caused the event were that the patient's bupivacaine was increased and hydromorphone as well as clonidine were added. As a result of the event, the patient's pump was reprogrammed on (B)(6) 2016 as well as on (B)(6) 2016; however, the specific reprogramming wasn't reported. The event also had resulted in an unscheduled clinic or office visit. In regards to the outcome, the patient recovered without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated that on (B)(6) 2016 the drugs in the pump were changed from morphine 10.0 mg/ml (milligrams per milliliter) at 4.508 mg/day and bupivacaine 20.0 mg/ml at 9.017 mg/day to dilaudid 3.0 mg/ml at 0.9997 mg/day and bupivacaine 30.0 mg/ml at 9.997 mg/day. The infusion mode was simple continuous. Patient activation (pa) dosing was also programmed. Prior to the update, the patient¿s maximum possible daily dose via pa dosing (in addition to the simple continuous dose) 1.549 mg morphine and 3.098 bupivacaine. After the update, the maximum possible daily dose via pa dosing was 0.3090 mg dilaudid and 3.090 mg bupivacaine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the it rate was decreased by 25% on (B)(6) 2016. The patient reported increased pain and persistent lower extremity heaviness on (B)(6) 2016. The it rate was decreased on (B)(6) 2016 by 33% secondary to heaviness which patient reports is worse than the pain. It was reported the patient's heaviness was better following the rate decrease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.